Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were several instances of atrial noise (medtronic leads) on the ellipse devices through merlin.net alerts, that could not be reproduced in clinic. Physician decided to do nothing and there were no adverse consequences for the patient.